Manufacturer narrative:
Initial and final MDR (B)(4).- device 2 of 2 patient city: (B)(6) patient country: switzerland

Event description:
Reference number (B)(4). Event occurred in switzerland it was reported that the infusion set became unstuck a few hours after insertion due to the tape not sticking, event on (B)(6) 2026. No further information available.